Event description:
The event is reported as: complaint description: while the clips were being applied, two of them shattered. No pt injury reported.

Manufacturer narrative:
No sample is available for the MFR to evaluate. A device history record (DHR) review could not be conducted since the lot number was not provided. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. MFR will continue to trend relating complaints.